Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The 323.062 2.0mm drill bit is an instrument routinely used in the 2.7mm variable angle locking calcaneal plating system per the technique guide. The device was returned and reported to have been found broken during sterile processing. This condition is confirmed; the distal tip of the drill bit is broken off and has a jagged fracture surface approximately thirty millimeters from the beginning of the fluting. It is likely that over a year of consistent use and possibly the collision of the device with something harder than bone has led to this complaint condition. The device was manufactured in 10/2014 and is over a year old. The balance of the returned device is in otherwise fair condition with limited wear consistent with the device¿s age. The condition of the returned device does agree with the complaint description. The associated product drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Whether the complaint condition for this device can be replicated is not applicable for this condition. The complaint condition for the 323.062 lot number 9225519 2.0mm drill bit was likely caused by over a year of consistent use and possibly a collision with something harder than bone during surgery; however, this complaint is not likely a result of any design related deficiency. A definitive root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter phone number and zip code reported as: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 31 october 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing a drill bit with depth mark was found to be broken. There was no patient or procedure involved. This is report 1 of 1 for (B)(4)..

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.